Event description:
Additional information was received from the facility via technical service. The event occurred at the end of the surgery, not during the calibration. The surgery was finished without further issue. There was no patient harm.

Event description:
A healthcare professional reported that the system did not have any irrigation during the calibration. The following operations proceeded without any issue. There was no patient involvement. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested bu not received to date. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined. A company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).